Event description:
It was reported that during a hemorrhoidectomy procedure, the blade broke when the doctor cleaned it with gauze. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.